Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d11, h4, h6 and h11. H4: the device was manufactured between 07jan2023 and 08jan2023. H11: the device was received for evaluation. During visual inspection, the tube and the bag connector were received detached. Due to the state of the received device, functional testing could not be performed. The reported condition was verified. The cause of the condition was due to a supplier issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.